Event description:
The customer stated that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was observed alarming motor error during the rewind and failed the displacement test due to the motor encoder signal being out of phase.